Event description:
It ws reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate from the 3rd staple, the staples would not feed into the jaw/jammed. There was no consequence to the patient.